Manufacturer narrative:
The glidescope avl video monitor and a glidescope avl video baton 3-4 were returned to verathon for evaluation. The technical service representative confirmed the reported issue, when the returned video baton was connected to the returned video monitor the video baton was not detected. The technical service representative isolated the issue to the video baton. The image produced by the returned video monitor was stable and clear with good color rendition. The battery and the back shell of the video monitor were replaced as part of unrelated servicing. The video monitor was returned to the customer. Upon review of the device history for the video baton, serial number (B)(4), it was determined that the video baton was manufactured on 07/23/2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. As there are no repairs available, the video baton was returned to the customer as-is, with a letter stating the blade should be discarded / replaced. Corrective action is not required at this time. Verathon will continue to monitor for trends

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and a glidescope avl video baton 3-4, the video monitor produces a black screen and the cable icon indicating the video baton is not detected by the video monitor. Reportedly this was resolved by cycling the device power several times. The customer could not isolate the issue to the video monitor or the video baton. A second avl system was used to complete the procedure, the second device was prepared and used in less than five (5) minutes. No harm to patient or user was reported.